Event description:
The customer reported that an error code displayed on the system. The returned sensor panel was repaired for a loose screw issue.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The returned sensor panel was repaired for the loose screw issue and the panel was then tested. (B)(4).